Event description:
The customer reported that a pin broke off from the hard paddles assembly and was stuck in the mating therapy connector assembly. The device would not have the ability to connect another set of hard paddles to deliver defibrillation therapy, in the reported condition. There was no patient use associated with the event.

Event description:
The customer reported that a pin broke off from the hard paddles assembly and was stuck in the mating therapy connector assembly. The device would likely not have the ability to connect another therapy cable assembly to deliver defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): the customer advised physio-control that they have replaced the therapy connector assembly and hard paddles assembly which did resolve the reported issue. After proper device operation was observed through functional and performance testing, the device was placed back into service for use.the device was not returned to physio-control for evaluation.

Manufacturer narrative:
The initial medwatch report indicates: the customer reported that a pin broke off from the hard paddles assembly and was stuck in the mating therapy connector assembly. The device would likely not have the ability to connect another therapy cable assembly to deliver defibrillation therapy in the reported condition. There was no patient use associated with the event. The initial medwatch report should indicate: the customer reported that a pin broke off from the hard paddles assembly and was stuck in the mating therapy connector assembly. The device would not have the ability to connect another set of hard paddles to deliver defibrillation therapy, in the reported condition. There was no patient use associated with the event.